Manufacturer narrative:
H3. Analysis of the patient programmer (s/n (B)(6) ) found the device got wet and the telemetry board was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient dropped their patient programmer in the toilet and now it will not turn on, even with new aaa batteries. The programmer was also displaying a message that said "to call someone", but patient doesn't remember the message. Provider said patient's therapy is affected since patient doesn't have external equipment to adjust therapy. Patient services emailed repair to send replacement patient programmer. (B)(6) 2024 lfc (hcp): no new information.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37642 (serial: (B)(6) product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient dropped their patient programmer in the toilet and now it will not turn on, even with new aaa batteries. The programmer was also displaying a message that said "to call someone", but patient doesn't remember the message. Provider said patient's therapy is affected since patient doesn't have external equipment to adjust therapy. Patient services emailed repair to send replacement patient programmer.